Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed and eventually the clip finally held as intended. Mr was reduced to trace.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed and eventually the clip finally held as intended. Mr was reduced to trace.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.